Event description:
It was reported that the 7 inch mic ext set w/1.2mf experienced tubing separation from the adapter/luer adapter and leakage. The following information was provided by the initial reporter: material #: 20129e batch/ lot #: unknown. IV tubing twisted off of needleless connector and fluids leaked onto the bed linens. Tubing would not stay luer-locked on the connector.

Manufacturer narrative:
H.6. Investigation: a sample was received and tested by our quality team. The tubing set was repeatedly infused with saline solution and no disconnection was noticed. Blue dye solution was then infused through the lines to better notice if a small leak or seal issue was occurring and there was no problem detected. The customer's complaint of leakage was not verified and the root cause of failure is unknown. A device history record review could not be performed because lot number was not provided by the customer.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 7 inch mic ext set w/1.2mf experienced tubing separation from the adapter/luer adapter and leakage. The following information was provided by the initial reporter: material #: 20129e. Batch/ lot #: unknown. IV tubing twisted off of needleless connector and fluids leaked onto the bed linens. Tubing would not stay luer-locked on the connector.